Manufacturer narrative:
This report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient fractured her femur, and underwent the open reduction internal fixation surgery for femoral neck medial fracture with the fns implants. After the surgery, she had been rehabilitating. On (B)(6) 2021, it was reported that an incomplete fracture occurred. Looking back on the previous record, the patient had an incomplete fracture around the distal locking screw in cr on (B)(6). Currently, callus is formed in the incomplete fracture site, and the patient is currently walking with a cane and is being followed up. As of (B)(6), the patient did not complain of pain. The surgeon commented that the locking screw was inserted at slightly anterior position, but the position didn¿t cause this event directly, and the cause of the secondary fracture is unknown. The patient fall in the rehabilitation is not reported. This report is for one (1) unk - nail head elements: fns bolt. This is report 3 of 4 for complaint (B)(4).